Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 02/23/2010, 02/24/2010, 02/25/2010, 03/01/2010, 03/16/2010, and 03/18/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event: "induced cylinder" (postoperative refraction, unexpected) product problem: "none reported" (no information [iol (intraocular lens) implanted]). A surgeon reported two cases where the patients had induced cylinder following intraocular lens (iol) implant surgery. The surgeon stated that the pre and postoperative k measurements (on pentacam) indicated only a mild amount of corneal cylinder, but the manifest refraction indicated a significant amount of cylinder. Additional information has been requested. There are two medical device reports associated with this event. This report is for the first patient.